Manufacturer narrative:
Occupation is lay user/patient. The country of origin is (B)(6). The customer¿s strips and meter were requested for return. The product has not been received at this time. If the product is returned in the future, a follow up report will be submitted. Routine retention testing is performed. Retention testing data is reviewed and appropriate actions are taken as needed. The investigation did not identify a product problem. The cause of the event could not be determined.

Event description:
The initial reporter complained of a discrepant inr result with coaguchek xs meter with an unknown serial number when compared to a laboratory result using an unknown method. At 7:30 a.m. The meter result was 3.2 inr and at 9:30 a.m. The laboratory results were 4.6 and 4.4 inr. Based on the laboratory result the patients warfarin dose was decreased. The patients therapeutic range is 2.5-3.5 inr.